Event description:
It was reported that pump experienced malfunction code 16 with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, technical support arranged replacement pump shipment under warranty, completed field correction form on customer¿s behalf, confirmed shipping details, and provided instructions for placing malfunctioning pump into storage mode and returning it within 10 days, as well as guidance to reenter pump settings and reconnect continuous glucose monitor on replacement device.